Event description:
A 24 mm diameter x 14 mm diameter x 16.5 cm length aneurx bifurcated stent graft was selected for insertion in a pt for the treatment of a abdominal aortic aneurysm. The pt had tight external iliac arteries, which were 8 mm in diameter, and 10 - 13 mm diameter common iliac arteries, it was reported attempts to insert the device without the use of an introducer sheath were unsuccessful. A 16 fr dilator sheath was inserted and then a 21 fr was partially inserted. The artery was then dilated with an 8 mm balloon in the external iliac and a 10 mm balloon in the common iliac artery. The aneurx device was then inserted, but it kinked at the level of the nose cone and there was hypotension. The external iliac artery was found to have ruptured. The pt was converted to open repair. No additional sequelae were reported and the pt was sent to surgery in stable condition and was doing fine.